Event description:
Rn heard patient scream in pain. Patient reported feeling something "pop" inside her and said it was the catheter. Rn removed catheter. Foley came out without issue, upon inspection foley balloon appeared to have "popped". Patients' urethra appeared intact externally.